Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by an allied health professional (ahp) that the patient presented after receiving therapy from their implantable cardioverter defibrillator (ICD). The ahp indicted that the device detected an atrial fibrillation with rapid ventricular response (af w/rvr) as a ventricular fibrillation (vf) episode which resulted in an inappropriate therapy being delivered to the patient. The device remains in use. No further patient complications have been reported as a result of this event.